Event description:
It was reported that during a da vinci assisted surgical procedure, a piece of the monopolar curved scissors (msc) instrument was noted to be missing. The piece was found in the patient and retrieved during the same procedure. The procedure was completed with no reported injury. Follow-up was performed and additional information about the event was obtained. The issue could be only observed upon removal of the instrument. The instrument had been controlled prior to its use. The functionality of the mcs had been controlled beforehand and no issue reported. The instrument was used to cut the mesorectum. No arcing was observed. There was no collision with other instruments. Although the insulation was damaged on a part not visible on the camera, we could not notice, after rigorous control, any apparent damage in the abdomen. It was not the mcs tip cover accessory, but a piece of the insulating sheath of the instrument itself. About 8cm from the distal part. We could see the orange color. The missing part was found and removed from the patient.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint has not been performed to determine the root cause. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. System log review confirmed that the monopolar curved scissors was last used on (B)(6) 2022 with 9 uses remaining on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate or confirm the reported complaint. The instrument was returned without the tip cover. An in-house tip cover was installed onto the instrument. The instrument was installed on an in-house system. The instrument passed the engagement and recognition test. The instrument moved intuitively with full range of motion in all directions. The instrument tips opened/closed as expected. The in-house tip cover remained on the instrument throughout the entirety of the test. The instrument was tested multiple times and passed with no issues. Additional observation(s) not reported by site was identified by fa: the instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.054¿ x 0.132". The root cause of this failure is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal .

Event description:
Refer to h10/h11 for follow-up information.